Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) canada alleging the patient's onetouch meter read inaccurately high compared to another meter. The customer care advocate (cca) is not able to reach the lay user/ patient or reporter for follow-up questions since the patient's contact information was not provided. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the morning of (B)(6) 2013. The reporter alleged the subject meter read "4 points higher" than the other device. Specific results were not provided. It is not known how the patient manages his diabetes or if changes were made to his usual dose of medications. Symptoms were not specified; however, the reporter alleged the ambulance was contacted. Treatment was not specified. The cca was not able to walk the reporter through quality control testing. This complaint is being reported because, the patient allegedly may have received medical intervention from a health care professional (hcp) after the reported issue began.